Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the compact air drive device internal motor had broken fins. It was further noted that the device failed pre-repair diagnostic tests for reverse locking mechanism, air hose coupling, function of soft mode switch, triggers fwd/rev function, untrue running, excessive noise, air leak, rotations per minute (rpm) with speedometer, rpm with test bench, starting behavior, general condition, and status of development. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.